Event description:
The customer reported to vyaire medical that the 3100a ventilator ddi (dynamic displacement indicator) leds are flickering. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The defective component/device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was provided with part number and pricing. Awaiting po for order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.